Manufacturer narrative:
The root cause is unknown as the product was discarded and the lot number was not recorded. Per CAPA (B)(4), which was implemented in (B)(6) 2018, the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5523wv. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective actions are necessary at this time.

Event description:
The user facility in the (B)(6) reported the vitrector would not cut at 5000cpm but had limited aspiration. The cutter worked without fault at 4500cpm. The integrity of the cutter was inspected upon removal and it appeared faultless, without bends.